Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during testing, the battery compartment was observed to be cracked, the display screen was observed to be dim and discolored and there was moisture under the display lens. A leak test was performed and failed due to a case seal leak. The pump was opened and there was moisture damage found on the cgm board and the display flex. Unrelated to these issues, the display lens was cracked around the perimeter. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, a dim and discolored display screen and moisture under the display lens. This report is made based on results of investigation completed on (B)(6) 2016.